Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was detected on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. Additionally, no defibrillation threshold (dft) or non-invasive programmed stimulation (nips) test performed. Also, the boston scientific company representative confirmed that all other measurements were within range and device/lead issue was not suspected. The system remains in service. No adverse patient effects were reported.